Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that two bd ultra fine¿ pen needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported found from this box the non patient end needle to bend during placement onto her pen making the pen needle to clog during injection. Consumer does not complete a flow check . Lot #: 0036383. Catalog#: 320122. Date of event: unknown. Consumer reported from other 320122 boxes with unknown lot numbers the needle would clog during the injections. Non patient end would be bent. This consumer does not prime/flow check the needle before injection. Advised proper placement and to complete a flow check for each injection. Denied reuse. Lot #: unknown. Catalog#: 320122. Date of event: unknown. Comments: I use your needles every day. But it seems as though I have to use more than I should. They bend very easily. Sometimes use three or four just for one injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 0049357, medical device expiration date: 2025-02-28, device manufacture date: 2020-02-18. (B)(4).

Event description:
It was reported that two bd ultra fine¿ pen needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported found from this box the non patient end needle to bend during placement onto her pen making the pen needle to clog during injection. Consumer does not complete a flow check lot #: 0036383, catalog#: 320122, date of event: unknown. Consumer reported from other 320122 boxes with unknown lot numbers the needle would clog during the injections. Non patient end would be bent. This consumer does not prime/flow check the needle before injection. Advised proper placement and to complete a flow check for each injection. Denied reuse. Lot #: unknown, catalog#: 320122, date of event: unknown. Comments: I use your needles every day. But it seems as though I have to use more than I should. They bend very easily. Sometimes use three or four just for one injection.